Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that they had to drill the patient¿s current lead into the patient¿s back and it was very painful. The first one was injected into the sciatic nerve but scar tissue covered it up so it quit working. The patient later clarified that the first one never really stopped working, it was the scar tissue that just kept it from getting stimulation. The doctor that put the second one in said the probes were hard to takeout because they had grown into the scar tissue so that was why he had to replace it. The patient stated the month of the surgery was (B)(6) 2016 but was not sure. Records show the leads were replaced on (B)(6) 2015. No further patient complications were reported as a result of this event.